Event description:
47 year old wg2p2 right rupture implant status post bilateral subglandular inframammary gels unknown type- no records for augmentation 1978 no history of trauma, decrease in size or local pain but pt had sudden onset of speech difficulty 21 jul 1989- MRI x3 of brain was negative - positive systemic complaints including arthralgias/myalgias paresthesias, fatigue, sweats neurocognitive problems, shortness of breath, decrease in coordination left side of body gi/menstrual problems. Pt otherwise healthy with hypertension controlled with obesity. Mammogram positive for cysts on right and lymph nodes on left. Exam: bilateral grade one contractures without masses bilateral system failures. Surgery 4/8/94 positive right rupture, marked cloudy, moderate, yellow 255 marked the capsule, loose with marked histocytes. Two yrs later, speech noticeable improved although not normal.